Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/28/2017 with the following findings: during investigation, the vibratory alarm functioned properly at power up. The pump was opened to find no damage to the vibration motor or to the vibration motor contact pads.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.